Event description:
The user reported that when they attempted to administer a bolus of cytotoxic medication through the smartsite using the texium, they noticed that the texium started to leak at the connection point of the smartsite. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No further info was available.

Manufacturer narrative:
MFR's report date: 03/30/2011. (B)(4). Sample involved in this event will not be returned as it was discarded by the customer. No failure investigation could be performed.